Event description:
It was reported that after several attempts to access a sub-total occlusion, the guide wire was successfully advanced to the distal lesion. During a diagnostic ivus procedure, resistance was encountered while advancing over the guide wire. It was then noted that the guide wire was "crumpled" up on angiography. During attempts to free the guide wire using a balloon catheter, the guide wire separated. There were unsuccessful attempts to remove the separated end. The guide wire was then secured against the side of the vessel using a stent.